Event description:
Customer reported that he was hospitalized due to high blood glucose and dka. The blood glucose reading was high at the time of hospitalization. Customer stated that his insulin pump was not functioning right. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.